Event description:
It was reported that (1) tct75 was used during a roux-en-y procedure. It was reported by the rep that when surgeon used tct75, attempted to fire instrument across stomach. The instrument would not fire and it appeared to be premature lockout. A new gun was pulled and procedure continued within incident. There was no consequence to pt.